Event description:
A customer from turkey called to report that he obtained a blood glucose reading of 115 mg/dl with the laboratory testing, and two minutes later a reading of 245 mg/dl was obtained with the contour ts meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Manufacturer narrative:
The customer returned the suspected contour ts meter and contour ts test strips from lot # 2gm3f07b for evaluation. The customer also returned a different lot of contour ts test strips i.e. Lot # 3hm3f04e, which was not associated with the event. The returned meter was tested with the returned test strips from both lots using a blood sample. The results were out of specifications when tested with lot # 2gm3f07b, while the results obtained with lot # 3hm3f04e gave a satisfactory performance. The returned meter was then tested with the in-house contour ts test strips from lot # 2gm3f07b, which gave a satisfactory performance. Additionally, the returned meter was tested with returned test strips and in-house test strips from lot # 2gm3f07b using a control solution. The returned test strips gave an e11 error message, indicative of an abnormal result, while the result obtained with the in-house test strips gave a satisfactory performance. The returned test strips from lot # 2gm3f07b were then observed under the microscope and it was found that some of the strips were shown to have deteriorated reagent at the tip which is the likely cause of the performance failure. The test strips from lot # 2gm3f07b were sent to phc (strips supplier). Upon further evaluation, the issue of high results and error messages were reproduced. The results with the retention samples gave a satisfactory performance. Additionally, the device history records for the test strips did not show any manufacturing issues. The level of measurement result depends on time period of exposure and environment, for e.g. Under high humidity and/or high temperature conditions. The cause of the event was associated with long term exposure.